Event description:
A technician reported an unexpected outcome following intraocular lens implant (iol) surgery. She stated the iol was repositioned; however, the patient still has an unexpected outcome. In a follow-up, the technician reported that the patient's vision was not clear postoperatively. She indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated the use of an unapproved viscoelastic. There have been no other complaints reported in the lot number. Additional information was requested 12/14/2011 and 01/05/2012 by fax, phone and mail. (B)(4).